Manufacturer narrative:
Based on the claim against the product by the customer noting failure to unclamp, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have bent grip, causing vertical misalignment of the grips. There was a portion of the grip tips that extended further than manufactured. Bent grips are attributed to damage during use as moderate misalignment of grip tips can be due to grasping either have issue/objects or collisions with other instruments. The complaint regarding failure to unlock was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that force bipolar instrument's jaw was stuck and will not open after grabbing tissue. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The customer used an instrument release key to open the jaws of the instrument. There was no adverse effect to the grasped tissue and there was no unexpected tissue removal. The instrument did not collide with any other instruments or hard materials. There are no photo images or videos of the event.